Manufacturer narrative:
We have now completed the investigation for this complaint. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, false alarm has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has been returned for evaluation. A visual inspection found the bottom and back enclosure to be broken, the functional evaluation did not establish a relationship between the reported complaint and the device. The device was tested and performed within expected parameters. This investigation has now been closed and recorded as no fault found. False alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was used with a granulation wound in the leg, little exudative, patient in ambulatory. The device alarmed full canister at 19h and it was instructed to turn off the device. The therapy was continued with pico.